Manufacturer narrative:
Product analysis: field service found that upon adjusting the menu parameter dial, the menu screen would become blank, then revert to the previous display after a short time. After repeated attempts, the epg (external pulse generator) lost power. The device was determined to be beyond its service life, so further analysis was not performed, and the device was not repaired. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was having operational problems. The epg was evaluated at the user facility by a company representative and will not be returned for service. No patient complications have been reported as a result of this event.